Manufacturer narrative:
Product ID: 8781, serial# (B)(4), implanted: (B)(6) 2017, explanted: (B)(6) 2018, product type: catheter. Other relevant device(s) are: product ID: 8781, serial/lot #: (B)(4), ubd: (B)(6) 2018, UDI#: (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
On (B)(6) 2018, information was received from a healthcare professional (hcp) via a manufacturer representative (rep) regarding a patient receiving fentanyl (2,000 mcg/ml, 908.8 mcg/day) and bupivacaine (3.4 mg/ml, 1.5449 mg/day) via an implantable pump for spinal pain. On (B)(6) 2018, a dye study was performed and "it did not appear to be a kink at that time". A catheter kink was diagnosed based on a change in therapy and the patient reporting that they noticed their boluses were not helping them that much. The catheter was revised on (B)(6) 2018. A kink was identified on the "tip side" of the catheter, next to the anchor.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
On 2018-june-06, additional information was received from a manufacturer representative (rep) and confirmed with the physician/account. The rep reported the cause of the catheter kink was "dynamic kinking at the anchor". The catheter was replaced with "legacy catheter 8598 a and 8596sc". The catheter would be returned for analysis. It was unknown when the change in therapy and bolus not helping began, but the patient said they noticed them not being as helpful of the last month. The revision resolved the event.

Manufacturer narrative:
Analysis of the catheter (B)(4) found a catheter body kink was observed and damage to the transition tube. Analysis identified a kink in the catheter body. Visual inspection identified there was damage to the transition tubing. (B)(4). If information is provided in the future, a supplemental report will be issued.